Manufacturer narrative:
Corrected info: additional manufacturer narrative. The reported event was confirmed as one unpackaged ar-9126rp, universal glenoid primary reamer, batch number 04511912, was received for investigation and upon visual inspection, it was observed that the depth stop is broken off (see evaluation pictures 1 + 3). The most likely cause for the reported failure can be attributed to improper use / device handling. Functional testing was not performed due to the damage of the device. The broken off depth stop was returned for evaluation. Further, the cutting edges are heavily damaged (see evaluation pictures 4 + 5). Also, the device shows signs of metal surface oxidation and faded laser marks (see evaluation picture 2).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a glenoid change surgery a ring at the tip of the drill bit broke off. The fragment stayed attached to the drill. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.